Event description:
Getinge became aware of an issue with one of surgical lights - hled. It was stated that paint was chipping off on spring arms and headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Additional information will be provided following the conclusion of the investigation.